Event description:
A malfunction was reported with the pump, which did not lead to any adverse impact on the customer's blood glucose level. Technical support assisted the caller in attempting to reset the pump and decided to send a replacement pump. The customer was advised to return the problematic pump to tandem, using a pre-paid return box, and was informed about the programming and connectivity steps needed for the new pump. The caller understood the instructions and acknowledged the receipt of a replacement pump.